Event description:
A customer contacted baxter's technical service center to report a check heater line alarm on their home choice (hc) machine. This event occurred during use, patient connected for their first fill. The technical service representative (tsr) asked the home patient (hp) if the drain line extensions are in use, the hp states yes and that the extensions are being reused. The tsr advised hp to change extensions and the hp states he cannot change them. The tsr then assisted in ending the therapy. The tsr advised hp to start over with new supplies. There was patient involvement; however, no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4).a follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for use error, failed to follow therapy steps during the fill stage. The patient reported to reusing the drain line extension with brand new supplies. This problem is confirmed for use error, because the patient stated what they did; however, the assignable cause is undetermined for this complaint since we are unaware why the patient decided not to replace the drain line extension. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.